Manufacturer narrative:
The reported field of event sensing anomaly could not be confirmed in the lab. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were normal with no anomalies found.

Event description:
Related manufacturer reference numbers: (B)(4). It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited far p-wave over-sensing. The patient had received inappropriate shocks due to right ventricular (rv) lead over-sensing. Chest x-ray was performed and revealed rv lead dislodgement. Programming changes were made to deactivate the ICD initially. The dislodgement was also noted on fluoroscopy during rv lead revision. The ICD and the rv lead were explanted and replaced. Patient condition was stable.